Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient had swelling of right cheek 6 weeks post bilateral sinus surgery. The patient was prescribed a combination of two different antibiotics and an incision and drainage was performed, which reduced the symptom. No additional information was provided.

Event description:
It was reported that the patient underwent a bilateral sinus lift procedure. The patient had mcba and rhbmp-2/acs implanted on the right side, and mcba and rhbmp-2/acs implanted on the left side. 6 weeks post-op, the patient had swelling of the right cheek. The patient was prescribed a combination of two different antibiotics and had an incision and drainage performed which reduced the symptom.